Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 1-2 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(6). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric, de novo, with a >=90 degree bend target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 20x2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noticed that the proximal edge portion of the stent was flared. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric, de novo, with a >=90 degree bend target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 20x2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noticed that the proximal edge portion of the stent was flared. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status was stable.